Manufacturer narrative:
The sodium electrode lot number was fln96 with an expiration date of 03-nov-2026. The ise indirect na-k-cl for gen.2 (chloride) lot number was fnr91 with an expiration date of 01-sep-2026. The qc was acceptable. The investigation is ongoing.

Event description:
We received an allegation of questionable sodium electrode and ion-selective electrode (ise) indirect na-k-cl for gen.2 (chloride) results for 4 or 5 patients' samples tested on a cobas pro ise analytical unit. Discrepant results for 1 patient sample were provided: sodium: initial result: 115 mmol/l. Repeat result: 132.2 mmol/l. Chloride: initial result: 81.8 mmol/l. Repeat result: 98.4 mmol/l. The initial results were low, prompting the repeat of the sample on a different cobas pro ise analytical unit. No questionable results were reported outside the laboratory.

Manufacturer narrative:
The calibration was last performed on (B)(6) 2026, and it was acceptable. The visual check of the sample showed no abnormalities. The alarm trace showed a "sample probe: sample short" alarm. The field service engineer (fse) determined that the cause was persistent low sodium recovery observed after the customer maintenance and noise from the ion-selective electrode (ise) syringe drive mechanism. The fse disassembled and realigned the ise syringe drive mechanism to eliminate the noise. He then replaced the sample probe and the sodium electrode, adjusted the probe and rinse station, and completed a full decontamination and inspection of the ise system. Ise checks and precision studies were performed, and they were within specifications. The customer validated the final results and confirmed that the system was performing within the specified ranges. No further issues were reported after the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.